Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation event description: it was reported that the outer support sheath of the ncircle tipless stone extractor was broken and the basket could not be opened during a percutaneous nephrolithotomy. The failure was noticed by the user upon opening the device, prior to any patient contact. A replacement basket was used to successfully complete the procedure. A photo provided by the customer shows the distal end of the basket sheath has multiple fractures. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in an open package with label. Visual exam notes the basket sheath was partially separated 1.5 cm and again at 2 cm from the distal tip. Stress marks were visible near the partial separated area. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information to the user: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. A cause for the damage to the device could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A5: ethnicity: chinese, a6: race: yellow, e1: phone number: (B)(6), g4: PMA/510(k) #: exempt, h3: device evaluation anticipated but not yet begun; awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the outer support sheath of the ncircle tipless stone extractor was broken during a percutaneous nephrolithotomy. The failure was noticed by the user upon opening the device, prior to any patient contact. A replacement basket was used to successfully complete the procedure. A photo provided by the customer shows the distal end of the basket sheath has multiple fractures. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.